Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: upon analysis, no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor showed noise on the electrocardiogram with oversensing while the patient is lying supine or reclined without movement. The cardiac monitor was repositioned 2 times and was removed. No patient complications have been reported as a result of this event.